Event description:
The product was used to repair an atrial septal defect. Reportedly, the suture that was placed on the patch broke resulting in re-cannulazation of the pt. The hospital has discarded the clinical suture and no sterile product is available for testing.